Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy stone removal and stent placement procedure. During the procedure, the basket wire snapped leaving a 5 inches wire inside the patient. It was reported that a grasper was used to retrieve the remaining pieces. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy stone removal and stent placement procedure. During the procedure, the basket wire snapped leaving a 5 inches wire inside the patient. It was reported that a grasper was used to retrieve the remaining pieces. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy stone removal and stent placement procedure. During the procedure, the basket wire snapped leaving a 5 inches wire inside the patient. The pieces were removed, and the procedure was completed with no patient complications.